Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. A pusher wire and introducer sheath were returned for this complaint. The coil and pusher wire arms were not interlocked within introducer sheath as the coil was not returned. The twist lock of the introducer sheath had been opened. There were no anomalies noted on the introducer sheath. The pusher wire was found broken and stretched near the interlocking arm. The distal end of the pusher wire has a smooth surface and no anomalies were noted on the interlocking arm. All dimensions that could be measured were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device." (B)(4).

Event description:
Reportable based on device analysis completed on 05-aug-2017. It was reported that the coil became stuck in the catheter. The target lesion was located in the abdominal aortic artery(aaa). Embolization was performed in thoracic endovascular aortic repair(tevar). A 14mmx50cm interlock¿ was selected for use. During procedure, a catheter with radiopaque marker was utilized to place several coils. Upon delivery of the complaint coil, slight resistance was encountered but was eventually able to be delivered up to midway. However, the coil became completely stuck inside the catheter from midway. The coil was pushed and pulled several times then the interlocking arm of the coil and delivery wire got detached inside the catheter. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the coil missing and the pusher wire was broken near the interlocking arm.